Manufacturer narrative:
B3: may 2025 was the reported month and year, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there is a leak from the connection part. There was no patient involvement.

Manufacturer narrative:
This report is a retraction. This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-06862-00 for details pertinent to this event.